Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that was post-paced t-wave over-sensing. Nothing was done to address the over-sensing as the clinic is waiting for the patients next visit. The patient was stable before, during, and after the event.